Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with two 300cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture and grade iii/IV capsular contracture. The patient experienced breast pain, and mammogram was performed on her breasts. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with unspecified sientra breast implants on (B)(6) 2020. This report is for the right-sided prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).